Event description:
While advancing a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the sheath spontaneously reatracted and the stent embolized in the proximal right coronary artery. The sds was withdrawn from the pt without complication. Attempts to deploy the embolized stent with a second balloon catheter were unsuccessful. Pt was sent for urgent coronary artery bypass graft surgery. Surgery was successful and the stent was recovered from the coronary vasculature during the surgery. There were no clinical sequelae reported relative to the event.